Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1: (add telephone number) and g2: (health professional was inadvertently, checked on the initial medwatch). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a video connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center video connector was defective; when shaking the video connector, the image flickers and the image is not clear. The issue was found during preparation for use in a diagnostic laryngoscopy procedure. The patient was not under anesthesia. The procedure was completed with no delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there was interference in the image due to a defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.